Manufacturer narrative:
The customer's meter was returned for investigation, where it was tested using retention controls and retention test strips. Control ranges: level 1 = 30-60 mg/dl, level 2 = 261-353 mg/dl. Testing results: level 1: 45 mg/dl, 45 mg/dl, 45 mg/dl, level 2: 309 mg/dl, 314 mg/dl, 301 mg/dl. All returned results are within the acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Na.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accuchek inform ii meter serial number (B)(4). At 8 a.m., the patient was tested with the meter and the glucose result was 264 mg/dl. At an unknown time of the same day, the patient was tested with the meter and the glucose result was 128 mg/dl. The 128 mg/dl value was confirmed by two additional measurements performed on a nova-pro device.